Event description:
Hosp advised that 265mg abelcet IV in 200cc was set up to infuse at 1:00 at a rate 47.5cc/hr. The intent was to infuse 190cc of medication over fours. At 1:30 the user noted the majority of the abelcet had been infused. Rate, and time remaining in the infusion were checked. The rate was 47.55cc/hr and the time left for the infusion was 3 hours and 30 minutes. The total drug left to be infused displayed 166.3cc. However, approximately 50cc was left in the bag, and the user noted that the "drips were faster than they should have been at that rate." Medication was moved to a different pump, with the rate set at 15cc/hr for the next 3 hours to finish administering the medication.